Manufacturer narrative:
This pacemaker has been retained by the hospital but is still expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was oversensing the minute ventilation signal on the right ventricular (rv) channel which resulted in pacing inhibition with a period of asystole of greater than two seconds. Intermittent high rv pacing impedances and loss of capture was also noted. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests, this pacemaker was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.